Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the clinical team reported that on (B)(6) 2025 the end-user experienced hyperglycemia with blood glucose (bg) levels of 432 mg/dl following an insulin delivery supply change. The end-user was advised by their healthcare provider to disconnect from the ilet and take manual injections. Blood glucose later returned to range, and the end-user reported no long-term effects.